Event description:
Agent ide clinical study. It was reported that in-stent restenosis occurred. On (B)(6) 2018, a synergy drug eluting stent was implanted to treat the target lesion located in the distal left circumflex (lcx) artery and 1st obtuse marginal (om1) artery. On (B)(6) 2019, 99% in-stenosis noted at om1 and the same was treated with a 2.75mm x 30 mm non-boston scientific drug eluting stent.